Manufacturer narrative:
H11. Corrected data: h6 conclusion code corrected to 22 instead of 4310. Corrected incorrect entry from previous MDR.

Manufacturer narrative:
H10. Additional manufacturer narrative: leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. The cause of the event cannot be conclusively determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event.

Event description:
Edwards received information the patient underwent valve-in-valve procedure due to severe symptomatic aortic stenosis, severe regurgitation, and frozen leaflet. Patient presented with chronic diastolic heart failure. The patient tolerated the procedure well and remained hemodynamically stable throughout the procedure. Patient was discharged home in stable condition on post-operative day three (3). Three years prior, the patient had propionibacterium acnes endocarditis which is suspected to have damaged the valve. Redo cardiac surgery was deferred at that time because no obvious vegetations were noted on the bioprosthetic aortic valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 29mm aortic valve implanted seven (7) years, three (3) months, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. The tavr was performed with a 29mm transcatheter valve. Approximately three years prior the patient had endocarditis which is suspected to have damaged the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.